Manufacturer narrative:
(B)(4). There can be several root causes of leaflet immobility or leaflet restriction. There may be cases where the leaflet or leaflets are not functioning as intended leading to regurgitation. Stenosis and/or regurgitation, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis and/or regurgitation. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. Host fibrous (pannus) tissue growth is expected in all prosthetic/bioprosthetic heart valves and largely attributable to the host response (such as the foreign body reaction) to the implants. In vast majority cases, the pannus tissue is from surrounding native anatomy such as annulus. The time course and severity of pannus growth is largely variable among the patients. The underlying mechanism is still not fully understood, but it is generally believed that the patient factors (such as patient immune system, age, other comorbidities, local anatomy et. Al.) May play important roles in pannus growth in bioprosthetic heart valves. The root cause of this event cannot be conclusively determined with the available information. However, the event in this case was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The subject device is not available for evaluation. The device history record (DHR) could not be reviewed, as the device serial number was not provided. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards reviewed the medical article ¿early structural valve deterioration of tricuspid pericardial valve caused by native valve adhesion.¿ it was reported that a 33mm 6900p valve, implanted to the tricuspid position approximately eight (8) years, was explanted due to tricuspid stenosis and regurgitation secondary to leaflet immobilization. This device was originally implanted for tricuspid valve replacement to correct tricuspid regurgitation due to traffic accident. At implant, all chordae and cusps were preserved. The postoperative echo was uneventful. At the 2-year follow-up, echo revealed moderate tricuspid stenosis and regurgitation due to leaflet immobilization. At the 5-year follow-up, it had progressed severely, and had a mean gradient of 7.9 mmhg. Reoperation was recommended, but the patient did not want another operation. Eight years after the operation, her leg edema became worse, and transthoracic echocardiogram revealed dilation of the right atrium and ventricle. At this point, the patient consented to redo operation. At explant surgery, the patient native cusps adhering to all leaflets of this valve, and pannus formation was observed on all commissures. After resection of the subvalvular apparatus, this valve was explanted and replaced with a 33mm 6900ptfx valve. No information about device return. The patient also underwent pacemaker implantation for complete atrioventricular block during hospitalization. Occurrence date is unknown.

Manufacturer narrative:
Reference CAPA-20-00141.